Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32fw7, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having a little more leakage than they were comfortable with. Patient confirmed they had noticed improvement in their symptoms, patient said they had gone from 7-8 nighttime pads because they had no control whatsoever to 2 yesterday. Patient mentioned yesterday they made changes to the therapy and they were told that they needed to wait at least one week before doing changes no be able to see the effect of the new setting. Also, patient mentioned they were still very sore from the surgery. Patient mentioned they had a couple extra holes in their rear end because they changed the wires from the right side to the left and they were still sore. Agent reviewed therapy information and general programming guidance and documented reported event. Redirected to healthcare provider (hcp) if the issue persist. Patient reported pain at incision site.